Event description:
It was reported during a metacarpophalangeal joint procedure the implant cracked during surgery. The surgeon noticed the crack on the final x-ray. The implant was replaced with another implant and the surgery was completed with no harm to the pt. The post operative x-ray was reported negative for foreign bodies.